Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild tortuosity and heavy calcification. The 3.0 x 48 mm xience xpedition stent delivery system (sds) was advanced to the lesion and the stent was deployed at 20 atmospheres (atm); however, a dissection was observed. An additional stent was placed for treatment, with a good patient outcome. No additional information was provided.